Event description:
It was reported that when the implantable neurostimulator (ins) was "hooked up," the impedances were read "higher than average" (3000-9000 ohms). The patient was still able to get good coverage. Refer to manufacturer report #3004209178-2013-01053 for information about impedance issues with the previous ins.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3999, lot# j0454616v, product type lead. (B)(4).